Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose reading was high and she removed the cannula but it was not bent. Customer woke up with a blood glucose level of 175 mg/dl customer changed her tubing and her blood glucose was at 210 mg/dl. Customer's blood glucose was about 430 mg/dl and it jumped to 580 mg/dl. Customer did a bolus and drank water. Customer's blood glucose was 440 mg/dl, then 365 mg/dl, and then it was 220 mg/dl. Customer drank water and coffee and her blood glucose jumped to 380 mg/dl. Customer treated with an injection and it brought her blood glucose down. Customer's current blood glucose is 186 mg/dl. Customer delivered 5 units on monday through manual injection. Customer declined to perform the high pressure test. Customer was advised to do a complete set change.